Event description:
It was reported that the tip of the tube wandered into the posterior wall of the pharynx. After the product was inserted into a patient with cardiopulmonary arrest and transported to a hospital, it was found that the tip of the tube had erroneously entered the posterior pharyngeal wall during postmortem examination. About 6 cm from the tip (the tip from the pharyngeal cuff) was lost. Item number was 32-06-103-1 or 32-06-003-1.

Manufacturer narrative:
Other text: d4: catalog number, lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. No 510k as item not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned therefore we are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen the complaint for further investigation. A device history record (DHR) review was not performed because the defective component was not evaluated or tested, and the device manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.